Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl+ monitor / defibrillator delivered two shocks via defibrillator pads, but failed to shock with defibrillator paddles. The staff then used another device to treat the patient, but the patient experienced an outcome of death. Philips is considering this as a death case due to the outcome having occurred while the device was in use on a patient. The reason, admitting diagnosis, for the device being used on the patient was not reported.

Event description:
It was reported to philips that the heartstart xl+ monitor / defibrillator delivered two shocks via defibrillator pads, but failed to shock with defibrillator paddles. The staff then used another device to treat the patient, but the patient experienced an outcome of death. Additional information was requested but limited information was provided. Upon receipt of the information request for further details, it was conveyed that there was no more information to be provided. The hospital¿s biomedical engineer evaluated the device. The reported issue was confirmed and traced to a faulty therapy cable. No electrocardiogram (ECG) rhythm strips or case events file were provided for review. This reporter stated that a patient of unknown age, gender, and weight experienced was admitted to a hospital¿s cardiac intensive care unit on an unknown date with the admitting diagnosis not reported. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on (B)(6) 2019, the patient experienced an event with details not reported that warranted the hospital staff to connect the patient to the heartstart xl+ device via defibrillator pads; manufacturer, brand, lot number, and expiration date not reported. During the event, the staff attempted to administered two shocks to the patient with the amount of energy not reported, the shocks were not delivered, but there were ECG tracings displayed that suggested the two shocks had been delivered. The staff then connected paddles; manufacturer, brand, and serial number not reported, to the heartstart xl+ device and were not able to deliver therapy to the patient. The staff then connected the patient to a philips code master and delivered energy to the patient; number of shocks and amount of joules not reported. No relevant laboratory data was reported. On (B)(6) 2019, the patient experienced an outcome of death. The cause of death was not reported. Impedance is the resistance found between the defibrillator¿s pads when applied to the patient¿s body the device must overcome to deliver an effective discharge of energy. The degree of impedance differs from patient to patient and is affected by several factors including the presence of chest hair, moisture, and lotions or powders on the skin (heartstart xl+ instructions for use 861290, publication number 453564090581, edition 2, december 2011, page 60). The heartsstart xl+ measures patient impedance in two ways: an impedance measurement before the shock, and n impedance measurement during the shock. During the shock, this impedance is derived from measurements of voltage and current, and is reported on the printed event summary. The device uses the value of the impedance to adjust the phase durations of the biphasic waveform and to provide the optimal waveform delivery. This information is also used to abort the shock if necessary. The therapy pca aborts delivery of the shock if during the impedance measurement, the impedance is outside of operating limits (too high or too low). If this condition is detected, the therapy pca terminates delivery of the waveform and disarms the capacitor. The problem is reported to the processor pca, which displays and/or prints the appropriate messages (heartstart xl+ service manual 861290, publication number 98980316058, edition 1, july 2011, pages 184 and 185). The biomedical engineer replaced the therapy cable. The device passed all performance assurance tests, was returned to the customer, and the customer removed the device from service.